Manufacturer narrative:
Method - a leica field support specialist (fss) and global technical support rep attended the customer site on (B)(4) 2011 and performed a hydrometer reading on each of bottles 3 to 10 inclusive; noted any anomalies with respect to reagent appearance and downloaded the instruments logs. Results - eval of the logs showed that the instrument was operating to specification and no device failure was identified. Conclusion - the logs show that a number of bottles, including bottle 6 (ethanol), were removed from the instrument prior to the affected runs for sufficient time to complete manual reagent replacement. The user affirmed that the default concentration of 100% was to be set for bottle 6. A significant discrepancy was subsequently noted between the reagent concentration measured by hydrometer (70%) and the reagent concentration calculated by the peloris ii (99%) for bottle 6 based on the concentration entered into the software by the user during reagent replacement. This finding indicates that the ethanol in bottle 6 was not replaced. The leica peloris ii user manual contains the following specific warning in relation to reagent replacement "always update the station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Bottle 6 was used for the final dehydrating strip in the affected protocols. The minimum required step in the affected protocols. The minimum required ethanol concentration for the final dehydrant step is 98%. The consequences of using ethanol at a concentration lower than that required, are re-introduction of water into the tissue which not displaced in subsequent steps and reagent contamination, leading to sub-optimal processing.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal tissue processing from two (2) protocols comprising approx 400 cassettes, which completed on (B)(6) 2011 using peloris ii tissue processor serial number (B)(4). On (B)(6) 2011, leica microsystems was advised that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.